Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. External visual inspection revealed a severed electrode as well as silicone damage on the top cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device was explanted for medical reasons. However, the dry impedance testing initially produced results which were slightly out of specification. Additional analysis determined that the out of specification results were caused by trapped moisture in the severed electrode ends. Further scanning electron microscopy (sem) analysis confirmed that the device was not compromised and showed no signs of moisture ingress or corrosion. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues. A review of the recipient's test data indicates impedance issues despite the device testing within normal limits. Programming adjustments were made; however, the issue did not resolve. Revision surgery has been scheduled.